Event description:
It was reported that a critical pump alarm had occurred. The patient experienced nausea and vomiting. No rotor or dye studies were performed. The pump was replaced. The patient recovered without sequelae.

Manufacturer narrative:
Analysis of the pump serial #(B)(4) revealed gear train anomalies, including corrosion and/or wear and/or lubrication and a stall due to shaft-bearing. There were multiple motor stall and recoveries seen in the analysis logs. The pump was received with a hard motor stall that never recovered. Significant residue and shaft wear on the upper shaft of gear 1 was found. Also found was some residue on the jewel where the upper shaft of gear 1 inserts in the top bridge assembly.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4)

Event description:
Additional information: the device system was used to deliver baclofen, fentanyl and inapsine.

Event description:
It was later reported that the device system was used to deliver compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the device system was used to deliver fentanyl, compounded baclofen and inapsine. The cause of the event was a motor stall on (B)(6) 2013. The motor stall did not recover for 5 days. The pump was replaced on (B)(6) 2013. The patient had increased pain. The patient outcome was reported as 'no injury'.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.